Event description:
Patient was revised to address collapse of the humeral head, which caused one screw to start backing out and a few others poked through the humeral head. The surgeon removed five (5) screws and put one back that was shorter. Qty: 2.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the plate was unavailable. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required was not provided. Although the complaint is non-verifiable, a previous investigation found product development; quality and marketing are investigating ways to further reduce the occurrence of peg engagement issues. CAPA-(B)(4) was opened on may 10, 2011 to determine if any additional actions may decrease the likelihood of peg engagement issues. Any root cause and/or corrective actions will be documented in CAPA-(B)(4). Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.